Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020. It has been determined that this case is considered an extension of another case, for which MFR. Report #:2031642-2020-02856 was already submitted, therefore this record will be updated to non reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported battery failure. The service technician confirmed the problem and indicated no error codes were generated in the diagnostic log. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The issue was resolved by replacing the battery.